Event description:
Healthcare professional reported left side insufficient information. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5a, b5, d6b, d9, e3, h3, h6.

Event description:
Healthcare professional reported left side "implant spontaneously deflated while raking leaves". Device has been explanted.

Event description:
Healthcare professional reported left side "implant spontaneously deflated while raking leaves". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, a delamination of the diaphragm valve assessed as adhesive failure also have two puncture opening on anterior assessed as to surgical damage like. Additional observations: crease flat observed in the device. No further actions are required as the device was implanted.